Event description:
It was reported that damage occurred to the tandem charging cable, rendering the charging supplies non-functional. There was no reported impact to the customer's blood glucose level. The customer received replacement charging supplies from technical support.